Event description:
Boston scientific received information that this implantable defibrillation lead had fractured. An invasive procedure was performed. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Additional information was received that the lead was removed through laser extraction and was given to the hospital following explant. The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.